Event description:
The reporter stated the surgeon attempted to insert a 21.0 diopter cq2015 collamer three-piece lens and one haptic tore off when it was pushed through the cartridge. There was no patient contact or injury. A different type lens was implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.